Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450: 14518-5c-aw rev e 03/16. Using the pod 5 / page 42: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient developed two infections at the pod¿s insertion site while wearing the device on the bottom of the back (left and right side). One pod was worn between 24 and 36 hours ((B)(6) and the other pod was worn between 36 and 48 hours ((B)(6)). The exact occurrence dates are unknown. The patient went to the emergency room and was prescribed a 5 day course of antibiotics (name unknown) for both sites. As a result of the event the patient's blood glucose levels exceeded 13.9 mmol/l (250 mg/dl), which the patient did not require assistance to treat. A new pod was activated and the patient's bg levels decreased. No further irritation was experienced with the new pod.